Event description:
During a remote follow up, episodes of inappropriate atp was observed on the device. Upon review, it was observed the inappropriate atp was due to the programmed settings of the device. No malfunction of the device was suspected. The device was reprogrammed to resolve the event. The patient was stable.